Manufacturer narrative:
Device received with normal operating currents. No unexpected replace battery now alarm, power loss alarm or low battery alert. However, pump error 25 due to j6 connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm and it was reported that the . Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer states the pump was not dropped. Customer states there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.